Event description:
Per sales representative, the resident was twisting the screw into the patient's skull and the screw head broke from the rest of the screw. The body of the screw was unable to be removed and was left in the patient's skull.

Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report. Device not returned.